Event description:
It was reported that a patient, who had a journey 1 knee replacement about 10/11 years ago, is complaining of instability. It is suspected that the post of the 11 mm poly broke. The patient has undergone anesthetic three times due to dislocation. The revision surgery is planned for (B)(6) 2020.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that the photos and x-ray provided confirms the report and possible relation to the long use of the insert and resulting joint laxity. In addition, we cannot rule out possible non-compliance with keeping the knee in the extension brace as a contributing factor. Without the post-implantation x-rays, bone quality, fall history or the device, the root cause of the reported implant fracture cannot be confirmed. The impact to this patient is the reported revision. No further clinical/medical assessment is warranted at this time. Should any additional medical information be provided this complaint would be re-assessed. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include improper sizing or abnormal loading of the limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a patient, who had a journey 1 knee replacement about 10/11 years ago, is complaining of instability. The patient has undergone anesthetic three times due to dislocation. The revision surgery was performed on january 21st of 2020. The poly liner was deformed and the tip was broken. The tibia and femur were well fixed.

Manufacturer narrative:
Event description (b5) and date of explantation (d7) received and updated.